Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of balloon rupture was confirmed. Balloon ruptures are a known failure mode with a low probability of occurrence. Contributing factors include patient calcium, damage caused when the balloon wall comes into close contact with the device emitters, likely causes include (a) an irregular calcium lesion capable of compressing the balloon wall into close proximity with the emitter(s) and/or (b) an incompletely inflated balloon. A c2 ivl catheter delivered 40 pulses at 4-6 atmospheres before the balloon lost pressure. It was noted that the balloon pressure used during ivl treatment was outside the required 4 atm per the instructions for use. The relationship between the balloon rupture and the patient's outcome could not be determined with the information available. This is a known inherent risk with the procedure and the use of the device. The associated patient risk for this failure mode is low and adequately captured in swmi's risk documentation. The root cause for the subsequent death of the patient could not be definitively determined based on the information available, and there was no malfunction reported for the second c2 ivl catheter used. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
Two shockwave c2 coronary intravascular lithotripsy (ivl) catheters were used to treat a lesion in the mid left anterior descending artery (lad). The patient had a history of coronary artery disease, chronic kidney disease, hypertension, hyperlipemia, type 2 diabetes, parkinson's disease, hypothyroidism, gastroesophageal reflux disease, and left temple basal cell carcinoma. The vessel was pre-dilitated with compliant balloon, followed by additional pre-dilitation with two non-compliant balloons. The physician attempted to pass an ivus through the lesion but was unsuccessful. A c2 ivl catheter was advanced and able to cross the lesion and delivered 40 pulses at 4-6 atmospheres before the balloon lost pressure . The physician stated that the balloon loss of pressure was due to significant calcium. A second c2 ivl catheter was introduced into the patient and advanced to the proximal lad where additional ivl pulses were delivered and the patient developed hypotension. The patient was treated with levophed and phenylephrine. The procedure continued with the second c2 ivl catheter successfully delivering the desired number of pulses. The patient experienced asystole and CPR was initiated, but the patient expired. The physician has stated that the cause of death is unclear.